Event description:
Caller reports that during a correlation study of the following coaguchek xs/lab results were obtained: pt 1) 5.1 inr/3.8 inr. Pt 2) 3.6 inr/2.7. Pt 3) 4.5 inr/3.4 inr. Pt 4) 3.9 inr/2.8 inr. Pt 5) 3.7 inr/2.7 inr. Pt 6) 4.6 inr/3.4 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No pt info provided.